Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire coating broke off. The chronic totally occluded target lesion was located in the highly calcified left peroneal artery. After a 5fr introducer sheath was inserted and a .014 x 150 rubicon guide catheter was advanced, a 300cm v-14¿ controlwire® was advanced to the lesion. However, the distal hydrophilic coating of the wire broke off. No patient complications were reported, only a delay to the procedure.